Event description:
The customer tested their blood glucose at 11:26am and received a result of 126mg/dl. The customer took 2-4 units of insulin. The customer ate. At 4:28pm the customers blood glucose was 49mg/dl, at 5:40pm the result was 56mg/dl. The customer stated that their blood sugar dropped and they passed out. An ambulance was called and they were taken to the hosp. At the hosp the custoemr received a cat scan, spinal tap, IV potassium and 3 or 4 cans of dextrose. Unk if controls were in use. A request was made for the return of the suspect device and replacement product was sent.